Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. Noticed haptic was broken after lens was in the eye. Lens was removed with no patient injury. Further information has been requested, none has been forthcoming. A supplemental will be filed when more information is available.